Event description:
On (B)(6) 2013, the surgeon performed a right side si joint arthrodesis on the patient placing three ifuse implants. The patient complained of numbness on back of thigh, down back of calf and into lateral aspect of right foot immediately after the procedure. A CT scan revealed that the superior implant was too close to the s1 foramen. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the superior implant and replaced it with a shorter ifuse implant using the same hole. No bone graft was used. The patient reported that 95% of his leg and foot pain was gone immediately after the revision surgery.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7035-90, lot# i0491, manufactured 09/26/13, expires 2018-03; p/n 7040-90, lot# i0496, manufactured 06/11/13, expires 2018-04; p/n 7060-90, lot# 166611, manufactured 10/12/13, expires 2018-10.